Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection identified embedded particulate within the outer packaging material film measuring 0.70mm^2. Magnified inspection found the particulate to be totally encapsulated with the packaging, black in color, and identified as a flake or burnt raw material used to manufacture the packaging film. As the particulate was found to be completely encapsulated within the packaging film, external to the device, with no risk of becoming dislodged, the product was found to be within specifications. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that particulate matter found in the eva bag. It was reported the condition was found before use. This report documents no patient involvement or adverse events. No additional information is available.